Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient encountered infusion set occlusion at site event on (B)(6)2024 after 3 hours of insertion. Insertion site was thigh. Customer regularly rotate site location. Infusion set has been used for more than 72 hours. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer changed supplies as necessary and resumed insulin therapy. No further information available.